Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with a cracked case at the display window corner, a broken reservoir tube lip, minor scratches on the display window, cracked battery tube threads, and a missing end cap sticker. No battery out limit alarm was noted. All operating currents were within specification and the insulin pump passed the self test.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that a button was stuck on the insulin pump and a button error alarm was received. The customer did not recall any significant events leading up to the alarm. He was advised to discontinue use of the pump and revert to a back up plan. His blood glucose level was 120 mg/dl. Nothing further was reported.